Manufacturer narrative:
Device passed the displacement test and self test. Keypad unresponsive or button error alarm not confirmed. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the 5-10 button pushes to accomplish anything in the insulin pump was annoying. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.